Manufacturer narrative:
This report is filed october 16, 2013.

Event description:
Per the clinic, device was explanted on (B)(6) 2013, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.the manufacturer became aware upon receipt of the explanted device on (B)(6), 2013.

Manufacturer narrative:
(B)(4).